Event description:
The customer stated she was hospitalized, due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 327 mg/dl. The customer was instructed on the proper techniques for set insertion and site rotation. The customer wanted to try a different type of infusion set and requested that one be sent to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.